Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high thresholds and the patient experienced chest pain. The rv lead was removed and not replaced. No further patient complications have been reported as a result of this event.